Event description:
A customer reported to olympus, the thunderbeat jaws came loose and broke during a procedure. A total of 2 thunderbeat jaws broke during the procedure. The therapeutic total laparoscopic hysterectomy (tlh) was completed using a replacement device. There was no report of medical intervention, procedural delay or patient harm associated with this event. Additional information was later received from the customer which indicated that the device broke off inside the patient's body and was recovered. The date of june 28, 2023 reflected on f13 is when olympus became aware of a non-reportable malfunction. The date of august 15, 2023 reflected on f6 is when olympus became aware of a serious injury through additional information received from the customer. This importer medwatch is being submitted for the serious injury reported by the customer. Related patient identifier: (B)(6).